Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected vitros bhcg result was obtained from a single patient sample from vitros bhcg lot 2570 in combination with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros bhcg reagent lot 2570 performance issue is not a likely contributor to the event. The vitros instrument performance could not be determined. Within run marker precision testing was not provided to verify the vitros 5600 integrated system was performing as intended. An issue with the vitros 5600 integrated system cannot be ruled out or confirmed as a cause of the lower than expected vitros bhcg result. In addition, pre-analytical sample could not be confirmed or ruled out as a potential contributor to this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, lower than expected total b-hcg (hcg) result obtained from a single patient sample using vitros immunodiagnostics product total b-hcg ii reagent with a vitros 5600 integrated system. Patient sample result 100.167 miu/ml versus expected result of 804.197 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reproducible, lower than expected bhcg result was not reported outside of the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).